Event description:
It was reported that during an unrelated procedure, this right ventricular (rv) lead dislodged. The physician attempted to reposition the rv lead but the helix would not extend or retract properly. Additional surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was partially extended and dried blood/body fluid was in the helix housing and tip region. The lead passed continuity testing which indicated the conductors were intact. An x-ray performed showed no conductor fractures, however the inner coil was observed to be slightly stretched out near the tip region. This was thought to have been induced during the explant procedure. Analysis confirmed the helix difficulty allegation due to the dried blood, however the allegation of dislodgement was noted confirmed as the lead tip appeared normal.

Manufacturer narrative:
This product was never returned back from the field for analysis. This report will be updated should it ever be received for product testing.

Event description:
It was reported that during an unrelated procedure, this right ventricular (rv) lead dislodged. The physician attempted to reposition the rv lead but the helix would not extend or retract properly. Additional surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.